Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2010, the pump was filled in the hcp office with the incorrect medication. As a result, the pt was hospitalized in the intensive care unit in order to recover. The pt did not know what medication was in her pump. The pt was attempting to establish care with another pump physician. Add'l info has been requested, but was not available as of the date of this report.